Event description:
Treatment of an aneurysm. It was reported that thrombus was observed after deployment of the second pipeline. Reopro was administered and the physician used a balloon to dilate the proximal end of the pipeline. After 15 minutes, thrombus dissipated and no other complications were noted. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).